Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other hi-torque bmw and 2.25x28 xience alpine are filed under separate medwatch report numbers.

Event description:
It was reported that a (B)(6) year old female was admitted to the intensive care unit due to septic shock presented in this context a non-st-elevation myocardial infarction. Urgent coronary angiography was performed and a 3-vessel disease was diagnosed. The left anterior descending artery was the responsible artery and was percutaneously treated. The circumflex artery was also treated. The lesion was pre-dilated and a xience alpine 2.25 x 28 mm stent was implanted. An attempt was made to remove a balance middleweight (bmw) hydro guide wire but it could not be removed. Another (bmw) hydro guide wire was inserted that would not cross the lesion. Another attempt was made to remove the first guide wire but it still could not be withdrawn. It was then decided to remove both guide wires with resistance. The guide wires became jailed in the implanted stent and upon removal, the stent was explanted. Also, the guide wires were severly kinked. The artery was occluded without the possibility to recanalize. As the patient remained stable due to adequate collateral flow, surgical alternatives were discarded. No additional information was provided.

Manufacturer narrative:
Internal file number - 324991/1-1. Evaluation summary: the reported guide wire was returned for analysis. The reported device damaged by another device, difficult to remove as well as offset coils (initially reported as kink) were confirmed. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulties to be related to the user technique. Since it was reported that guide wires were jailed during stent implant causing the reported resistance, it should be noted that the bmw hydro instructions for use, states: do not: push, auger, withdraw or torque a guide wire that meets resistance and/or torque a guide wire if the tip becomes entrapped within the vasculature. There is no indication of a product quality issue with respect to manufacture, design or labeling.